Event description:
Report received of an overdelivery. The device was programmed at an unspecified time in the post anesthesia care unit to deliver an unspecified concentration of dilaudid, with a 0.2 mg pca dose and a 10 minute pt lockout. The remaining programming parameters were not provided. The customer contact reported that after an unspecified length of time, the nurse pushed the pt pendant button for the first time and reportedly "watched the machine dispense 0.6 mg instead of the programmed 0.2 mg of dilaudid." The device was removed from clinical service. Therapy was resumed using a replacement device there were no reported adverse pt effects. No medical interventions were required.